Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the trial leads the patient was not using were no longer taped to their back. It was noted one of the electrodes broke off of the patch. It was reported the ¿probe trigger¿ was gone and the ¿probe down by her vagina¿ was missing. It was reported the trial was successful. It was noted the test wires came out one day before the end of the trial. It was reported the patient was scheduled to be implanted on (B)(6) 2014.